Manufacturer narrative:
Actual device involved with this report was not returned for testing. The following were reviewed as part of this investigation: patient risk, frequency analysis, labelling, and applicable manufacturing records and the lots in question were manufactured per specification without deviation. There was no patient injury reported with this event.

Event description:
Customer stated that clearguard hd cap was missing from the catheter hub on a patient upon awakening. Exact date was unknown, but this event reportedly happened "in (B)(6) or (B)(6) of 2018." This event was not previously reported. No additional information was provided.